Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call external ram crc error alarm and unexpected restart error alarm. Customer's blood glucose level was unknown. Customer had 2 unexpected restart alarms, 2 external ram crc error alarms and multiple auto off alarms. Customer declined to troubleshoot the alarms and advised they already did troubleshooting a few days before. Customer advised the device would countdown and then they would receive the alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.